Event description:
Another manufacturer of electrophysiology equipment reported to fischer imaging an incident where a patient undergoing an electrophysiology procedure experienced ventricular tachycardia several times. This procedure involved the use of the bloom stimulator in conjunction with a variety of other electrophysiology equipment. The report from the other manufacturer reported that there was no long term injury to the patient, but contained no further details on the event and did not identify the clinical site, patient or event the other equipment involved.

Manufacturer narrative:
At this time, no additional information on the event or the potential involvement of the bloom stimulator in the event is available to fischer imaging. Three attempts to obtain additional information have been made by fischer imaging from the manufacturer reporting the event to fischer. The MFR communicated that the event information is confidential and would not disclose any further information.